Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported the issue occurred after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/25/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:the complaint could not be duplicated. Review of the pump¿s black box revealed a related call service alarm. The pump powered on with a display functioning per specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.